Event description:
On (B)(6) 2015, additional information was received from a healthcare professional (hcp) and it was reported that they had tried once the day before the event to get into the pump but could not. Initially it was felt that they were in the pump;13cc of baclofen was withdrawn. They moved the pump slightly to check the needle. After admission, the pump was interrogated and new gablofen was injected. The cause of the unresponsiveness was not determined, but appeared at least to be due in part to infection/sepsis. The patient never clearly had withdrawal symptoms. The pocket fill/unresponsiveness was noted to be resolved.

Manufacturer narrative:
(B)(4)

Event description:
One to two hours after the pump refill on the date of this report, the patient was brought to the ER (emergency room) unresponsive. The patient was intubated and admitted to the ICU. The patient had other symptoms of hypotension and hypothermia. A pocket fill during the refill procedure was suspected. It was noted that accessing the pump was challenging because of adipose tissue (the patient had gained weight since the pump was implanted) and the pump was tilted. The reporter felt that he accessed the pump successfully. He felt negative pressure when aspirating the contents of the reservoir and the fluid was clear. He then proceeded to refill pump without difficulties once accessed. There was no swelling at the site of the pump following the refill. An x-ray was done and showed that the pump was not as full as it should have been immediately after refill and it was then realized that the injection had went into the pump pocket. A computerized tomogram (CT) was done which was negative. In addition, it was found that the patient had a urinary tract infection (uti), fever, potential sepsis and osteomyelitis. The patient was treated with antibiotics for the uti, sepsis and osteomyelitis. The patient's fever was "back to normal" on 06/25/2015 and she started to wake up as well; however she was sedated to keep her calm. The event outcomes were reported as ongoing. The device system was delivering gablofen. The interventions and outcome with regards to the suspected pocket fill were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n172183006, implanted: (B)(6) 2009, product type: accessory. Product ID 8 709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).